Event description:
This follow up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of evidence that the revision was performed. No product was returned, therefore no functional tests or inspections could be performed. No x-rays, pictures, or physician's reports were provided. Some scans were provided from aug 27, 2018, however, they are small and low quality images. It was reported that the patient had a bilateral tmj prosthetic replacement 2/25/2008. The surgeon indicated on the dif form there is posterior displacement (left subluxation) post trauma 2018. Because a revision surgery occurred on nov 11, 2018, the complaint is considered to be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Based on the information and materials provided, there does not appear to be an allegation made against the implants and they functioned as intended. Investigation results concluded that the reported event was due to the trauma the patient experienced for which the patient required a tmjpm replacement to better suit their anatomy. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation; the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported a request for a custom implant was received indicating a revision will occur. The surgeon indicated on the design input form that there is posterior displacement (left subluxation) post trauma in 2018. Attempts have been made and no further information has been provided. No additional patient consequences were reported.